Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inservice today in classroom setting, the cardiosave intra-aortic balloon pump (iabp) unit powered up and the high pitch sound occurred. And message on pump power up test failure code 14 appeared on screen. Pump powered down, rebooted, same issue occurred. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) arrived confirmed the issue and replaced the compressor, muffler and muffler. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.